Manufacturer narrative:
This report is submitted on november 30, 2022.

Event description:
Per the clinic, it was reported that the patient experience extrusion of the receiver/stimulator (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on december 12, 2022.